Event description:
It was reported that the patient complained of twitching in the pocket. The sales representative checked the device and it was found the right atrial (ra) lead exhibited high out-of-range pacing impedances which triggered a lead safety switch (lss). Additionally, there was no capture and when programmed in unipolar there was pocket stimulation and noise observed on the ra lead. The patient has no history of atrial fibrillation. The sales representative left the device programmed in unipolar however, there was still some stimulation. It was also noted there was a stored signal artifact monitoring (sam) episode that was oversensed due to noise on the ra channel in which the minute ventilation (mv) sensor was programmed off. Also, there were several stored atrial tachy response (atr) episodes however, technical services could not review the electrograms to determine the cause. The health care professional is suspecting that the lead is fractured. The sales representative will discuss options with the physician and to consider an x-ray. At this time, the ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this right atrial (ra) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the patient complained of twitching in the pocket. The sales representative checked the device and it was found the right atrial (ra) lead exhibited high out-of-range pacing impedances which triggered a lead safety switch (lss). Additionally, there was no capture and when programmed in unipolar there was pocket stimulation and noise observed on the ra lead. The patient has no history of atrial fibrillation. The sales representative left the device programmed in unipolar however, there was still some stimulation. It was also noted there was a stored signal artifact monitoring (sam) episode that was oversensed due to noise on the ra channel in which the minute ventilation (mv) sensor was programmed off. Also, there were several stored atrial tachy response (atr) episodes however, technical services could not review the electrograms to determine the cause. The health care professional is suspecting that the lead is fractured. The sales representative will discuss options with the physician and to consider an x-ray. At this time, the ra lead remains in service. No adverse patient effects were reported.